Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to dropping blood glucose on (B)(6) 2018 with blood glucose of 74 mg/dl at the time of the incident. The customer was at 270 mg/dl before the incident, dropped to 74 mg/dl within 20 minutes, and was at 106 mg/dl by the time paramedics arrived. The customer used juice to treat. The customer was wearing the insulin pump during the incident. The customer was completing an infusion set change while connected to the insulin pump and unintentionally delivered about 100 units of insulin into their body. Troubleshooting was not completed. Customer's blood glucose has been dropping due to their work and their settings were being adjusted. The insulin pump will not be returned for analysis.